Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, diarrhea and vomiting. The patient reports the pods cannula had not deployed at initial activation and the pink slide had not moved forward. The patients pod was removed and a new pod was applied prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and their new pod was delivering correction boluses. The patient was discharged from the hospital the following morning.